Event description:
A report was received that the patient will undergo an ipg replacement. No further details are available at this time.

Event description:
A report was received that the patient will undergo an ipg replacement. No further details are available at this time.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of a surge was not verified. The patient's setting was monitored on a scope for two hours. The outputs were consistent and amplitude/pulse widths were verified to be correct on all electrodes. There was no active stimulation when the stimulation was turned off or no unexpected surge during the stimulation was active. The device exhibits normal device characteristics.

Manufacturer narrative:
Additional information was received that the patient was experiencing overstimulation. The patient underwent an explant re-implant procedure wherein the ipg was replaced with a new one per preference. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient will undergo an ipg replacement. No further details are available at this time.